Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock due to atrial fibrillation with rapid ventricular response. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.